Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Painful - vagina [vulvovaginal pain]. Applicator stay behind, becomes (painful) if not noticed immediately [foreign body in reproductive tract]. Had the applicator stay behind during removal. It becomes painful -tampon [medical device site pain]. Faulty applicators, stay behind during removal [device deployment issue]. I have had the applicator stay behind during removal [complication of device insertion]. Case description: consumer reported via e-mail that applicators stay behind during removal. No serious injury reported.